Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during the access stick, the physician saw large deposits of calcium in the artery and decided to take a chance on manta for closure. Post tavr procedure, an 18f manta device was deployed for closure. Following the deployment, the large deposits of calcium loosened and occluded the access site. Surgical intervention was called in to perform a cut down which revealed the manta anchor was in the correct position however, caught on calcium. The manta was explanted, and blood flow returned. The patient outcome post-procedure was fine. The cause of the occlusion is potentially due to user error. The manta instructions for use posts warning do not use manta in patients with severe calcification of the access vessel. Procedure preparations state: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention.

Event description:
It was reported that: artery had large deposits of calcium that loosened and occluded the closure site. Cutdown required to restore blood flow. Additional information: the physician saw the calcium in the artery during the stick but decided to take a chance on a manta closure. During the cutdown the manta anchor was correctly positioned but was found caught on calcium the manta anchor was explanted. The patient was reported as fine post the procedure.

Event description:
It was reported that: artery had large deposits of calcium that loosened and occluded the closure site. Cutdown required to restore blood flow. Additional information: the physician saw the calcium in the artery during the stick but decided to take a chance on a manta closure. During the cutdown the manta anchor was correctly positioned but was found caught on calcium the manta anchor was explanted. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.